Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was indicated that the patient was not getting telemetry with or without the antenna and was receiving a poor communication screen. The patient reported that they had some leaking the night before report and was wondering what was going on. The patient noted that they also leaked the day before report while visiting a friend in the hospital and that they had been leaking on the morning of report as well. The patient was transferred to repair and was advised to follow up with their healthcare professional (hcp) to have the implantable neurostimulator (ins) checked if they were still getting the poor communication screen after trying a replacement remote. No further complications were reported or were expected. 2017-oct-09 crts update: no new information.